Event description:
A letter was rec'd by lifescan from a medical devices agency regarding a pt's one touch ultra meter. That agency was informed about the inicdent by a physician (unclear if the pt was treated by this physician). Per the letter, "a pt was supplied with a new glucose meter by a community nurse (to replace an older lifescan meter). The pt then started having problems with supposedly high blood glucose readings and increased their insulin dose resulting in repeated hypoglycemic attacks. Initial investigation of the meter indicated that it had been wrongly calibrated in the mg/dl unit of measurement instead of mmol/l. The pt interpreting values like 140mg/dl as 14.0mmol/l. Hence, their blood glucose sugars had apparently doubled. Subsequently, the pt tried to recalibrate the meter back to mmol/l (as per the instruction booklet). This has proved to be impossible to do although it seemed easy to inadvertently change between units in the first place." There is no further info reported regarding the incident or the meter.